Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer experienced an elevated blood glucose (bg) level of 594 mg/dl. A supply change was performed and a correction bolus was delivered to address bg/ air bubbles. Insulin deliveries were successfully resumed after the supply change.